Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly bearing. Additional information has been requested and if received, will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that there was a revision of a right knee due to poly wear.